Event description:
It was reported to philips that there was no working display on the system. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found at the time of turning on the device. There was no patient involvement. The philips remote service engineer (rse) called and checked with the customer and confirmed that the system was unable to boot up. Upon troubleshooting, the rse confirmed that the xper module and geometry/image module had no display during startup. The rse guided the customer to check the fuse of chameleon power module in m cabinet and found it was burnt. To resolve the reported issue, the rse instructed the customer to replace the fuse. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.